Event description:
It was reported that the customer was unable to rewind the insulin pump. It was also reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 232 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed operating current, error test, displacement test but prime alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.